Event description:
The customer reported that while the unit was in use on a patient, the monitor screen blanked and an alarm sounded. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the main processor board. The unit was tested to factory specification. It functioned normally and was returned to the customer.